Event description:
It was reported that the device was not collecting diagnostics. It was also reported that there was no atrial lead and that implant detect had not completed to start data collection. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable pacing lead: 4193, implanted: (B)(6) 2004. (B)(4).